Manufacturer narrative:
Original MDR submitted had "death" selected in section h1, this was in error. MDR submitted in error no adverse event or complaint was associated with his device.

Event description:
Update: recent communication with the surgical center indicates that the left side device is intact.

Event description:
Patient diagnosed with possible bilateral rupture. Left side device.